Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an intraocular lens (iol) implant procedure, the patient experienced visual acuity mysteriously degenerated with no other ocular pathology. The patient also experienced steady decline in vision, blurry vison in all distances, decrease in acuity over the last year, peripapillary atrophy, mild scattered scotomas, complains of watery eyes, superficial punctate epitheliopathy, dry eye and using lifitegrast drops, refractive error. Symptomatic posterior capsule opacification (pco) was present. The patient underwent yttrium aluminum garnet capsulotomy (yag) for pco. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.